Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to an observed tear in the silicone valve. However, a cause for the tear cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during use with the clip delivery system (cds), a leak was noted requiring medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. When inserting the clip delivery system (cds) into the steerable guide catheter (sgc), air entered the sgc. The hemostatic valve of the sgc had a leak. The air was removed using a syringe from the hemostatic valve. There was no air introduced into the patient. Therefore, the cds was removed and not used. A new cds was inserted into the same sgc and there was no issue and the procedure continued. The new cds was advanced to the mitral valve and grasping was performed, but the clip did not close in the left ventricle. Troubleshooting was performed and the clip finally closed when torque was reduced on the shaft, but the physician decided not to use the clip and was removed. A new clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.